Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the lad was treated with one resolute onyx stent. One day post index procedure, the patient suffered nstemi. The target vessel was not involved. The patient was treated with medication. The patient recovered. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as possibly related to the device but not related to anti-platelet medication.

Manufacturer narrative:
Lot number of stent implanted is provided. If information is provided in the future, a supplemental report will be issued.